Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was leaking saline at a slow drip rate from the flush port. A pressure bag was used for irrigation. The procedure was completed using a different faradrive steerable sheath clear. No patient complications occurred. The product is expected to return for analysis.